Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014, an ocd field engineer (fe) arrived at the customer site and inspected the instrument and performed a camera adjustment. The customer ran controls and accepted the results. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer states the ortho provue gave negative results for a sample that was positive in manual gel for the dat test. No erroneous results were reported.